Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that, tested the pump and found that it would pump ok for a while but eventually display a low vacuum warning. Fse also noticed that the k6 vent would "pop" intermittently even while running at 80 bpm. He found that the shuttle transducer offset voltage was out of specification and required adjustment. Fse adjusted all of the transducers and completed a full checkout. Ran the pump for 15 hours without any error messages. Full functional verification was performed and the iabp passed and was returned to the customer for clinical use.

Event description:
Customer reported that prior to use on patient the cs300 intra-aortic balloon pump (iabp) alarming low vacuum alarm. No adverse event reported.

Event description:
Customer reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) was alarming low vacuum alarm. There was no adverse event reported.